Manufacturer narrative:
Concomitant products: enpower dcb, enpower control cable (ecb00018200/p10626). (B)(4). Conclusion: the deltaplush coil was returned for analysis. The unspecified enpower detachment control box (dcb) and microcatheter were not returned. The connecting cable used in the field complaint passed inspection and testing and did not contribute to the coils non-detachment. The coil was undamaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 31.9 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU). Compression to the resistive heating coil section brought the resistance into passing specification of 50.1 ohms and the enpower systems ready green light illuminated. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the deltamaxx coil non-detachment was confirmed, but the enpower control cable not functioning was not confirmed, as it functioned properly during product analysis. The most likely root cause of the coils non-detachment may have been due to a fracture of the solder joint connection in the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the dcb and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The resheathing difficulty for the cashmere and deltamaxx coils was confirmed. The cause of the damage to the sheath and coil found during product analysis appears to be related to post procedure handling based on the condition of the returned device (device returned entangled). The most likely contributing factor to the resheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. Since there was no evidence to suggest the events were related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a gastroduodenal artery aneurysm, a deltamax coil (cdx18031230/c34988) failed to detach with use of a an enpower control cable (ecb00018200/p10626), a cashmere coil (crc14030630/c23268) introducer sheath split open during resheathing, and a deltamaxx coil (cdx18052030/c36097) introducer sheath split open during unsheathing. After the 1st coil was successfully detached with an enpower control cable, the deltamax (lot c34988) was inserted after the electrical check was successful, and delivered to the target aneurysm. The physician pressed the detach button; however, despite the detachment light illuminating during the cycle and the signal beeping, when the physician slowly withdrew the dpu slightly to check, the microcoil remain undetached. The microcoil was re-positioned into the aneurysm and the detach button was pressed again, but this time neither the detachment light illuminated nor the signal beeped. The cable was replaced with a new one, and the detach button was pressed once more, but again the detachment light did not illuminate, the signal did not beep, and the coil was undetached. Thus, the c34988 was withdrawn and replaced with another coil, which was successfully detached with the replacement cable. All connections appeared to fit properly without use of excessive force. An enpower dcb was used throughout the procedure. The cashmere (lot c23268) was then inserted and delivered into the aneurysm, but it was discovered that the microcoil was the wrong size. The physician decided to re-sheath the coil, but the introducer sheath split open, and the coil could not be re-sheathed. It was successfully removed from the patient by withdrawing the dpu. The deltamaxx (lot c36097) was then inserted and delivered into the aneurysm, but again it was discovered that the microcoil was the wrong size. The coil was successfully re-sheathed. The physician later tried to re-insert the coil and pushed the dpu into the microcatheter, but the middle of the introducer sheath got split open and the dpu protruded from the split. The device was replaced with another coil. The procedure was successfully completed without further issues, and there were no patient injuries or complications. However, due to the event the procedure was delayed for 5 minutes. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained through the microcatheter at all times. No visible damages were noted on the products prior to the events. No further information is available.